Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a login failure. A customer contacted a technical support specialist and required the drawers to be opened for inspection but did not have access to the machine. The tss remotely accessed the system and opened the drawers using the tester application. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user needed drawers open for inspection but no access to machine. There were no adverse events or injuries reported based on this event.